Event description:
In a scientific publication, sanjay agarwala 2018, "traumatic dissociation of the tibial insert with patellar tendon rupture after high-flex posterior-stabilized genesis ii total knee arthroplasty" it was reported that patient had a revision surgery to treat insert disassociation with patellar tendon rupture due to a fall 2 years after primary total knee arthroplasty using a high-flex posterior-stabilized genesis ii prosthesis. No femoral or tibial loosening involved.

Manufacturer narrative:
It was reported from a literature study that the patient had a revision surgery to treat insert disassociation with patellar tendon rupture due to a fall 2 years after primary total knee arthroplasty. No femoral or tibial loosening involved. The affected device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. The cause was stated as a patient traumatic injury. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.